Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy post cardiac catheterization. The patient had no complaints of pain or numbness. The pulses were present, there was no bleeding or hematoma and the patient was discharged home. The next day, the patient was re-admitted for another catheterization, due to additional chest pain. Two days after re-admission, the day of discharge, the patient reported to the nurse that the right leg didn't feel like it was getting enough blood supply. There were no reports of numbness or pain and the pulses were palpable, and the skin was warm. The interventional radiologist was contacted, but no new orders were received. Six days later, the patient was readmitted with complaints of numbness and pain upon walking. A magnetic resonance angiogram (mra) revealed an occlusion in the right femoral artery. The patient was taken to surgery for a right iliofemoral thrombectomy with vein patch angioplasty. During surgery, the angio-seal along with a large intimal flap were removed. Flow was restored and the patient recovered. The patient's medical history includes coronary artery disease and a prior myocardial infarction 3 months ago, previous heart catheterizations and cancer with chemotherapy.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed to their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating , rash, wound drainage, or any other unusual symptoms.